Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be circulation pump. However, there was insufficient information to confirm this potential root cause. They stated this was indicative of a failing circulation pump. System hours were over 4000 and I discussed with him the 2000 hour service recommendations. They stated they would order and replace the components locally. A DHR is not required as this is not an out-of-box failure. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 1 (ran it multiple times), actual value 3100. They stated this was indicative of a failing circulation pump. System hours were over 4000 and I discussed with him the 2000 hour service recommendations. They stated they would order and replace the components locally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 1 (ran it multiple times), actual value 3100. They stated this was indicative of a failing circulation pump. System hours were over 4000 and I discussed with him the 2000 hour service recommendations. They stated they would order and replace the components locally.

Event description:
It was reported that the arctic sun device was failing calibration for an error 1 (ran it multiple times), actual value 3100. They stated this was indicative of a failing circulation pump. System hours were over 4000 and I discussed with him the 2000 hour service recommendations. They stated they would order and replace the components locally. Per follow up information received via phone on (B)(6) 2024, it was reported that the customer ordered a circulation pump, and the device was repaired on-site. No patient was involved at the time of the malfunction.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. They stated this was indicative of a failing circulation pump. System hours were over 4000 and I discussed with him the 2000 hour service recommendations. The circulation pump was replaced onsite, and device was returned to service. A DHR is not required as this is not an out-of-box failure. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.